Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex braid was returned stuck within a medtronic catheter, and within a dispenser coil. The pipeline flex pushwire was returned within an introducer sheath and within a separate dispenser coil. The braid was pushed out of the catheter using an in-house mandrel against high resistance. The distal, medium and proximal sections of the braid fully opened. The proximal end was found frayed. Based on the analysis findings, the customer report of ¿failure/incomplete open proximal (flex)¿ and ¿failure/incomplete open at middle section (hourglass)¿ could not be confirmed as the braid fully opened for the entire length of the braid. The likely cause of the failure is the reported device being placed within a vessel bend and the reported narrowing of the patient anatomy. The proximal braid end was found frayed. The likely cause is the braid became damaged during extraction by the mandrel as high force was used with the mandrel to push out the braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipeline flex shield failed to open in the proximal and middle sections. The patient was undergoing surgery for treatment of a saccular, unruptured, left, paraopthalmic aneurysm with a max diameter of 16mm and a 10mm neck diameter. The landing zone was 2.5mm x 3.9mm. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. Medtronic received a report that the phenom 27 was taken to m1, and the phenom 17 was placed within the aneurysm. Part of the axium prime coil deployed, and the braid flaired approximately 3-4mm in m1 (opened well). The coil was drawn back to the distal deployment zone superior temporal artery level braid continued to open well past the neck of the aneurysm. However, there was a slight narrowing in the vessel, and it was difficult to ascertain if it was the braid not opening fully or the vessel shape further opened past the neck. Resheathing was required slightly. Forward tension was applied on the m/c to encourage opening into the bend on the superior aspect load, and reduced more than once within the system by the centralizing catheter. The doctor then tried pulling back on the coil to see if that would make deployment easier by releasing pressure within the system, but the coil then stretched. Both the phenom 17 coil, phenom 27, and pipeline device were all the removed. It was noted the pipeline was positioned in the middle of a bend. More than 50% of the pipeline had been deployed when it had failed to open, and it was resheathed less than or equal to 2 times. After removal of the first devices, a new phenom catheter was the placed into the m1, and the pipeline braid flaired again in m1 slightlylike the first pipeline did. It was drawn back to the drop zone again, it opened well distally and across the neck, but then experienced the same issue as the first device. It was noted that it was possibly due to the patient's anatomy which gave the impression of narrowing, and so the doctor removed the device. The pipeline device was replaced by another manufacturer's product to complete the procedure. It was noted all products were prepared according to the instructions for use (IFU). There were no patient symptoms or complications reported with the event. Ancillary devices include a neuron max sheath, navien guide catheter, phenom 27, phenom 17, and synchro 14.